Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required.

Event description:
The customer alleges that the doctor found the white and blue balloon broken prior to use on a patient. No report of patient injury.